Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer updated firmware and rebooted the station, reseated the rowboard cable on the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.